Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's upper aligned was not fitting, only at the front upper tooth and it was getting worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.